Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Event description:
A customer reported that on (B)(6) 2012, his adc glucose meter had a blank screen, and stated "his meter would not turn on for a couple of days." As a result of this issue, customer reported that on (B)(6) 2012 at 2:00pm, he experienced symptoms of "lightheaded, shaky, not sure where he was, and skin tingling." The customer stated he lost consciousness "for a few minutes". No third-party medical intervention was reported. The customer self-treated with "banana, and wife bathed him." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips (B)(4). The returned meter powered on with button press and strip insertion. Blank screen was not observed. No new issues were observed. The complaint is not confirmed. (B)(4)